Manufacturer narrative:
Block b3: exact date unknown, event occurred in april of 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436700, model: sc-8436-70, serial: (B)(6), batch: 7072192.

Event description:
It was reported that the patient had an acquired fungal infection in the spine. It was believed that the infection was not device related. The patient was placed on anti-fungal treatment and underwent an explant procedure. The patient was doing well postoperatively. The explanted ipg and leads were not returned as they were kept by the medical facility.